Event description:
Procedure: third ventriculostomy and attempted pineal biopsy (not performed-not due to scope). The first scope (pe184a) was used and due to a bleed the scope with the trocar were removed. The scope/trocar were re-inserted to continue use. Image was blurred and unable to see clearly. The scope appeared to have fluid inside. A second scope (pe204a) was attempted, but unable to see anything. There was no visual but one white spot. A third scope (pe184) was obtained. The surgery was prolonged approximately two hours. Reference: aesculap medwatch report# 2916714-2007-00015.

Manufacturer narrative:
The item and all available information have been forwarded for analysis to the manufacturer.